Manufacturer narrative:
Device evaluated by manufacturer: visual inspection revealed the distal tip peeling and fractured, the core wire is exposed and stuck inside the catheter. Device measurements were within specifications. Sem analysis revealed failure on the wire occurred due to a bending overload with a torsional moment and a final tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a guide wire tip detachment occurred. The severely stenosed target lesion was located in the non calcified and mildly tortuous left circumflex artery (lcx). A 300 choice pt guide wire was placed at the target lesion. An unspecified stent was successfully implanted in the lcx-obtuse marginal. The choice pt guide wire was redirected into the side branch and encountered difficulty during placement. An unknown balloon catheter was then advanced over the choice pt guide wire and successfully dilated the side branch. The balloon catheter was removed without difficulty. However, during withdrawal of the choice pt guide wire, the device became trapped and severe difficulty was encountered. Angiograph revealed that approximately 20 mm of the guide wire distal tip had detached and was lodged behind the implanted stent. The patient experienced pain and was taken to surgery. The detached choice pt guide wire tip was unable to be removed from the vessel and no additional actions were taken. No further patient complications were reported and the patient's status is listed as stable.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure a guide wire tip detachment occurred. The severely stenosed target lesion was located in the non calcified and mildly tortuous left circumflex artery (lcx). A 300 choice pt guide wire was placed at the target lesion. An unspecified stent was successfully implated in the lcx-obtuse marginal. The choice pt guide wire was redirected into the side branch and encountered difficulty during placement. An unknown balloon catheter was then advanced over the choice pt guide wire and successfully dilated the side branch. The balloon catheter was removed without diffculty. However, during withdrawal of the choice pt guide wire, the device became trapped and severe difficulty was encountered. Angiograph revealed that approximately 20mm of the guide wire distal tip had detached and was lodged behind the implanted stent. The patient experienced pain and was taken to surgery. The detached choice pt guide wire tip was unable to be removed from the vessel and no additional actions were taken. No further patient complications were reported and the patient's status is listed as stable.

Manufacturer narrative:
(B)(4).